Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient¿s wife contacted lifescan (lfs) alleging the patient¿s one touch ultra 2 meter was displaying an error (unknown) message. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the reporter on (B)(6) 2014. The reporter stated that the alleged issue began on (B)(6) 2014 at 4:30 am when the reporter found her husband ¿altered and not responsive¿. This prompted her to test the patient¿s blood glucose but the subject meter was displaying an ¿error (unknown)¿ message. She tried retesting again and received the same ¿error (unknown)¿ message. On the third try she obtained a result of ¿308 mg/dl¿ with the subject meter. The patient manages his diabetes with insulin (unknown type, self-adjuster). The reporter alleges that the result obtained with the subject meter was high compared to his feelings, so she did not take any action in regards to her husband¿s normal diabetes management and called emergency medical services (ems). At 5:00 am. Ems arrived and tested the patient¿s blood glucose. They obtained a result of ¿38 mg/dl¿ with the ems meter. Ems treated the patient with ¿glucagon¿ and the reporter gave him ¿orange juice¿. Between 5:30-5:45 am, ems retested the patient¿s blood glucose and obtained a reading of ¿125 mg/dl¿ with the ems meter. During troubleshooting, reporter did not have any control solution at the time to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (06/13/2014), the patient¿s meter and test strips have been returned on (B)(4) 2014 and (B)(4) /2014, respectively, and evaluated by lifescan product analysis on (B)(4) 2014 and (B)(4) 2014, respectively, with the following findings: the meter involved in this case passed all testing on with no faults found. The reported issue could not be confirmed. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have results below range when tested with control solution. The retain test strips also passed all testing. A DHR (device history record) was completed on (B)(4) 2014 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.